Event description:
The user facility reported a patient in acute myocardial infarction/cardiogenic shock was going to be implanted with an impella cp device for mechanical circulatory support. It was reported that multiple attempts were made to reposition the device, however it would not go past the pap muscle. The patient stabilized, however the impella could not be positioned mid ventricular. The physician decided to explant the device.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.